Event description:
The customer reported that the device froze when switching modes.

Manufacturer narrative:
The customer reported that the device froze when switching modes. The device was evaluated at the philips. The reported symptom could not be duplicated and the device passed all testing. No conclusion can be drawn. As a precaution the processor pca and internal memory card were replaced.